Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a guidezilla guide extension catheter. Microscopic examination revealed numerous kinks throughout the distal shaft. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. Microscopic examination revealed that the ptfe was pulled out of the collar and was attached to the distal shaft. Microscopic examination revealed that the shaft inside the collar was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified unspecified artery. The guidezilla extension catheter was advanced with a unknown stent system through a mach1 7f guide catheter however came into contact with the inside a guiding catheter. Upon withdrawal of the extension catheter the device detached. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified unspecified artery. The guidezilla extension catheter was advanced with a unknown stent system through a mach1 7f guide catheter however came into contact with the inside a guiding catheter. Upon withdrawal of the extension catheter the device detached. The procedure was completed with a different device. No patient complications were reported and the patient status is good.